Manufacturer narrative:
No medwatch form was received the damage found was sustained during the surgical procedure.

Event description:
Perforation was reported. The patient's admitting diagnosis was hypotension heart failure. Device interrogation revealed a change in impedance and increased capture thresholds. Echo was performed and a clear cardiac effusion was revealed. The lead was explanted.